Manufacturer narrative:
The complaint device [commander delivery system, model 9610tf29 is not sold or marketed in the us; however it is deemed similar to the commercially available commander delivery system models [9600lds20, 9600lds23, 9600lds26, and 9600lds29]. The delivery system will been returned for evaluation. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by our european affiliate that when attempting to inflate the balloon of a commander delivery system, contrast solution was running out of the handle and did not enter the balloon. As reported, the valve alignment with the fine alignment wheel was not possible. The operator finished the valve alignment manually by pulling the balloon shaft; at that time, he noted a noise and heard a crack. He advanced the delivery system and attempted to implant the valve. The operator started to operate the inflation device and noticed that the contrast ran out of the handle and did not enter the balloon. The valve was removed in a surgical cut down procedure from the femoral artery. After that another 29mm sapien 3 valve was implanted without any problems and the patient was stable.